Manufacturer narrative:
The product was returned and is pending the completion of the investigation. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patients mother reported that she was preparing the pod for the patient and took off the needle cap. She stated that she saw the cannula sticking out when she removed the cap. Therefore the pod activated before it was applied to the patient.

Manufacturer narrative:
The pod was received with the canuula not deployed, which is not matching with the symptom code (needle deployed early). Pod download data showed that the pod had completed only the first priming sequence. The firing flat was not found in vertical position for the cannula to deploy. No issues were found that would result in the needle deploying early.